Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the registered nurse (rn) observed the ventilator screen go dark, followed by the device shutting down and restarting on its own. The patient was immediately transitioned to an alternate ventilator. There was no reported patient harm. The rn thought that there were no alarms prior to or during the event. The ventilator was subsequently removed from service for further evaluation. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 15 seconds. By design, audible and visual alarms are annunciated during the momentary system restart.